Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, non-capture, high impedance and far field r-wave (ffrw) oversensing. The lead was explanted and replaced. It was reported that the right ventricular (rv) lead exhibited non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.